Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are yellow and they are getting white spots on their teeth and they are sensitive. Patient marked true to bleeding, discolored and sensitivity at check in.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.